Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an ECG bias self test error in the log and noted some op checks failed due to ECG cable. No patient involvement was reported.